Manufacturer narrative:
Product complaint (B)(4). This report is for one (1) unknown guides/sleeves/aiming: sleeve. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the reamer irrigator aspirator (ria) 2 bone harvesting kit has gotten caught up in a supra patella protection sleeve for the second time. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).